Event description:
The surgical technician reports four cases of inflammation appearing a couple of weeks following surgery. The surgeon said it could be tass. This report is for one of the four patients and is being filed as manufacturer report number 3002037047-2006-00086. The other manufacturer report numbers are: 3002037047-2006-00084, 3002037047-2006-00085, 3002037047-2006-00087. Additional information regarding patient treatment and outcome was requested but not received.

Manufacturer narrative:
The product associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.